Event description:
Pt reports that her pump is malfunctioning. She was currently sitting and doing nothing and pump started beeping and "resetting" again. She changed to her new pump and no issues. Malfunctioning pump sn #(B)(4). Fourteen return box is being sent. No injury resulted from malfunction. No other info known. Dose or amount: 97ng/kg/min, frequency: 380 micro l/hr, route: IV. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.